Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the rear case assembly with power supply. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty rear case assembly. To correct the condition, the rear case assembly was replaced. If any additional information is received, a follow up MDR will be sent. During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the rear case assembly.